Event description:
It was reported that the pump fell and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 170 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.